Manufacturer narrative:
Patient information was not made available from the site. On 09/13/2016 a medtronic representative, following-up at the site, reported the images reviewed were for localizing the 3d spin which was then used for navigation. Further images were fine. No further issues have been reported. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, the site alleged the 2d images have artifact and suspect the tube has swiveled. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue caused under a 5 minute delay, if any delay at all. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The reported event could not be duplicated by medtronic personnel.